Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device via a 6f sheath using the pre-close technique prior to an interventional ablation procedure. Reportedly, there was some bleedback after insertion, however, after deploying the needles, it was noted the knot deployed extra-vascular. After re-wiring, three other proglide were attempted going deeper, yet with the same result. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was not confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.